Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was an electrical pin pushed back. It was determined that this was indicative of not aligning the connector to the console device when plugging in the motor device and forcing it in. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by user error, abuse and/or misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified spine surgery, it was observed that the motor device did nothing when plugged into the console device. According to the report, the device was tested with other console devices, and had the same result. There was a two minute delay in the surgical procedure to get an identical spare device. The surgery was completed successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.